Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A camino catheter broke off into a patients' skull and the following information was obtained; the neurosurgery resident involved in this incident, stated that the procedure was going as expected (drilling the burr hole, placing the bolt, etc.), however, as he began to tighten the bolt it broke off into the patients' skull. He also stated that there was no extra force used and he only twisted the bolt twice. The lot number of the suspect product is unknown as the original box that contained the camino catheter used on the patient was discarded. An inventory of the camino catheters was done and it was found that the camino catheters that are in stock include the following (3) lot numbers: 305000115296-2011-03, 305000154934-2012-05, 3050rx159238-2012-07.